Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. A follow up medwatch will be submitted upon completion of the evaluation.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 1615ml, the fill volume was 1000ml. This meets iipv criteria. (B)(4) contacted the nurse on (B)(6) 2010 regarding the iipv found during evaluation. According to the nurse the patient had issues with pocketing fluid and then draining it out at different drains. The nurse stated that the patient resumed therapy after this iipv occurrence and there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) that was found in the device logs. The cause of the iipv found in the device logs was determined to be: insufficient drain due to false empty detect and use error as the clinician inappropriately set the minimum drain volume percent setting too low (75%). A service history review revealed no previous service events were related to the iipv. The current labeling for the trainer's guide- homechoice/homechoice pro apd systems was found to be sufficient for the use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).